Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during shoulder arthroscopy there seemed to be ¿loose contact¿ on the electrode that stopped working intermittently. An additional device was received and evaluated with lot number u2005001. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were activated for one minute, they worked as intended. The electrode was sent to the manufacturer for suction test and further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip. Residue in suction tube. No visible damage to the device shaft, handle, cable or plug. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow test failed. Manufacturer summary: from our investigation we were unable to confirm the customer report that the electrode had a loose connection. Testing at olympus shows the returned device successfully passed both electrical and functional testing with the exception of the flow test. We were unable to determine the cause of a loose connection. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU 110007cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A DHR review has been performed for the complaint device lot number u2005001; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on an unknown date, it was observed that the vapr coolpulse90 electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the suction tube showed saline residues. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.